Event description:
Leica biosystems received a complaint regarding sub-optimal processing of routine surgical tissue samples from an eight (8) hour protocol, which completed in retort a on (B)(6) 2013. The complainant described the affected tissue samples as over-processed; and advised that the processing quality of small biopsy samples processed concurrently in retort b was satisfactory.